Manufacturer narrative:
(B)(6). Age at time of event: (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that air embolism occurred. The patient was undergoing a left atrial appendage (laa) closure procedure. A watchman® access system was advanced. The physician was having difficulties positioning the was. He finally was able to get the dilator into the vein. The dilator was removed and the physician connected a syringe on the side port of the was to aspirate. However, he noted that he must not have aspirated enough because approximately 30 seconds later they noticed st elevation on the electrocardiogram (EKG). At this point the procedure was stopped to address the issue. The patient's blood pressure had began to drop. The anesthesiologist got the oxygen to 100%. The anesthesiologist then administered norepinephrine for the blood pressure and calcium to increase the contractility. The patient was monitored and the st elevations went down within about 5 to 7 minutes. The issue was resolved. They were not able to see air exiting the was as fluoroscopy is not used during removal of the dilator; however, air bubbles were visualized at the apex of the ventricle on tee. The procedure was continued and a watchman closure device was successfully implanted. Neurological testing was performed and the physician confirmed the patient was neurologically stable and there were no adverse effects. No further patient complications were reported and the patient's condition was fine.